Event description:
Pt called lfs alleging that the one touch ultra meter had missing segments. Pt described feeling "high" at the time of concern and was unable to make out the results on the meter display. A few days later the pt decided to visit the physician due to the reported issue. The physician obtained readings that were "out of control". As a result, the pt was hospitalized 2 weeks. Medical affairs specialist mailed a letter to the pt, since the voice message left in july 2003 was not returned. It would have been helpful to know pt's medication regimen, the readings obtained by the physician, and the reason for the 2-week hospitalization. The customer service rep replaced pt's meter, due to an unresolved missing segments issue. Based on insufficient evidence it is unk if the meter contributed to an adverse event.